Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was floating in a river near a train track and received one shock. Troubleshooting was performed and there were observations of noise that was being oversensed which resulted in the patient receiving one inappropriate shock most likely due to electromagnetic interference (emi). Upon further review this was the second inappropriate shock the patient received. The plan is to continue to monitor. At this time, the system remains in service. No additional adverse patient effects were reported.